Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned one actual sample for evaluation. The customer reported issue was not confirmed, therefore no assignable root cause could be determined. A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an unknown baxter IV catheter extension set that "wouldn't stayed screwed onto the primary tubing," a b. Braun IV tubing product code 470043. According to the report, the nurse was infusing an unknown drug and thought she had the connection tight, but when she walked away the connection slowly unscrewed itself and separated. The condition occurred during patient use. The drug being infused during the event is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.